Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was placed and tested normal through the analyzer. The atrial and lv leads were placed and while suturing the leads in the pocket, the suture needle went through the rv lead insulation. The rv lead was retested through the analyzer and the lead test normally. However, there was a visible insulation breach. It was decided to remove the lead and replace it with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.